Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using the xpert sars-cov2 assay and the results were negative. This resulted in incorrect treatment, but the details were not specified. Eua #: (B)(4). The following information was provided by the initial reporter: "a run of 12 samples has generated a highly potential false positive results, as confirmed thru retest with xpert sars-cov-2 assay. Possible machine issue."

Manufacturer narrative:
Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0282273 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0282273 was manufactured according to specifications and met performance requirements. Customer complained about a run of 12 samples tested with the bd sars cov-2 reagents (run 731 from ct1477) which generated a high rate of discrepant results when retested with xpert sars-cov-2 assay. Customer provided database from instrument ct1477 and some runs files concerned by the complaint (runs #731 with the suspected false positive results and #726 containing initial results from patient samples). The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Manual pcr curve adjudication was conducted across all positive samples. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Pcr curves analysis show that most of the positive results from run #731 were true but late amplification of the n1 and n2 targets. Moreover, two patient samples from this run (lane a4 and a5 from run 731) were previously negative with the bd sars-cov-2 reagent (lane b8 and b9 from run 726). These 2 samples show a true but late amplification for the n1 and n2 targets, without anomaly on run 731, while no amplification was obtained on run 726. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Following the complaint, other runs with suspected false positive results were mentioned and some communications were exchanged between technical service team and customer support team and concluded to a possible contamination issue at the customer place. After a decontamination of the instrument according to the procedure, an environmental monitoring was done and most of the contamination was gone, except two low positive results. These two positive results during the environmental monitoring could be caused by remaining target contamination in the instrument or unspecific amplification. Indeed, the customer used a swab directly added in a sbt tube for his environmental monitoring which can create nonspecific amplification. The bd max sars-cov-2 reagents instruction for use recommends addition of rnase p positive control or a known negative sample as a control. Bd was unable to confirm the exact cause of the customer¿s positive results, but a contamination issue was suspected at the customer place. This contamination could have occurred during handling of samples, reagents, equipment or consumables. Moreover, it is noted that customer stored partially used cartridges back in the box with a paper towel inside. This is not recommended and could be an additional source of contamination. The reagents are not suspected. Bd was unable to find the exact cause for the customer issues. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0282273. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using the xpert sars-cov2 assay and the results were negative. This resulted in incorrect treatment, but the details were not specified. (B)(6) the following information was provided by the initial reporter: "a run of 12 samples has generated a highly potential false positive results, as confirmed thru retest with xpert sars-cov-2 assay. Possible machine issue."